Event description:
It was reported that the patient's right atrial (ra) lead exhibited high pacing impedance and out of range. The programming changes was made to deactivate the ra lead. The patient was stable throughout.